Manufacturer narrative:
Received photo showing sample of a flat drain section (white). The reported issue was confirmed; however, the cause is unknown. During visual evaluation, breakage was observed but it was not possible to define if part of one eye is broken due to only picture was received and no physical sample was returned for evaluation. Per picture received 34 holes are observed in the broken piece (white). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: " additional perforations should not be made in the drains. ¿ avoid suturing through drains. ¿ drains should lie flat and in line with the skin exit areas. ¿ particular care should be taken to avoid any obstacles to the drain exit path. ¿ drains should be checked during closure for free motion to avoid possibility of breakage. ¿ drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient with a "jackson pratt" bulb drain to the scalp, had an order for the drain to be discontinued. The physicians assistant discontinued the drain; however, a portion was retained in the patient. A CT scan was performed, verifying that a portion of the "jp" bulb drain was retained. The patient returned to the operating room on the next day for surgery. The retained piece was successfully removed. It reportedly appeared as though the drain was caught on a suture. It was later reported that the remaining piece was reported to risk management on the day of discovery, after a removal attempt was made by a nurse practitioner. The drain was placed post cranial surgery.

Manufacturer narrative:
Received photo showing sample of a flat drain section (white). The reported issue was confirmed; however, the cause is unknown. During visual evaluation, breakage was observed but it was not possible to define if part of one eye is broken due to only picture was received and no physical sample was returned for evaluation. Per picture received 34 holes are observed in the broken piece (white). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: " additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient with a "jackson pratt" bulb drain to the scalp, had an order for the drain to be discontinued. The physicians assistant discontinued the drain; however, a portion was retained in the patient. A CT scan was performed, verifying that a portion of the "jp" bulb drain was retained. The patient returned to the operating room on the next day for surgery. The retained piece was successfully removed. It reportedly appeared as though the drain was caught on a suture. It was later reported that the remaining piece was reported to risk management on the day of discovery, after a removal attempt was made by a nurse practitioner. The drain was placed post cranial surgery.